Manufacturer narrative:
(B)(4) complaint sample was evaluated and the reported event was confirmed. Product was returned and visual examination of the returned part shows signs of repeated use and missing ball bearing. DHR was reviewed and no discrepancies relevant to the reported event were found. Previous investigation resulted in actions being initiated to recommend against using ultrasonic cleaning as a sterilizing technique for these devices. The device was subsequently re-designed to account for this failure mode with a new locking mechanism. It was determined that this device was manufactured prior to this design change. The root cause of the reported issue is attributed to a previously addressed design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the provisional was worn. It was missing one bearing and spring. No adverse events have been reported as a result of this malfunction.